Event description:
The manufacturer received information alleging a ventilator powered off while in patient use. The patient became bradycardic and their blood oxygen saturation decreased. The patient was manually ventilated and recovered. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator powered off while in patient use. The patient became bradycardic and their blood oxygen saturation decreased. The patient was manually ventilated and recovered. The device was returned to the manufacturer's product investigation laboratory for investigation. During the testing of the ventilator the device's active exhalation control module was found to be faulty and will need to be replaced to address the issue. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specification. A review of the device's downloaded event log confirms the device did not spontaneously power off while in patient use.